Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio flex meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began approximately 1 1/2 months prior to contacting lfs. The patient stated that he manages his diabetes with insulin (unknown type; self-adjuster). At 10 pm the patient injected himself with insulin according to his meter reading (not provided). At 12.30 am the next morning he developed the symptoms of "unable to move himself" and "unresponsive, unable to walk himself and not fully conscious". At approximately the same time the reporter tested the patients blood glucose with the subject meter, receiving readings of "13.2, 10.3 and 13.3 mmol/l". At approximately 2 am that same morning, the patient received treatment from a healthcare professional in an emergency room of IV glucose. The patients blood glucose was measured on a hospital meter at this time with a reading of 2.6 mmol/l. During troubleshooting the csr confirmed that samples were taken from an appropriate site and that the meter was set to the correct unit of measure. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.